Event description:
It was reported that during a ptca/stent procedure, the crosssail was advanced, then heavy resistance was felt while attempting to go through the guiding catheter and the lesion. While attempting to cross the lesion, a dissection was noted. An attempt was made to remove the crosssail, but the guide wire came out with the catheter. Another balloon was used to treat the dissection and complete the procedure.